Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to place their system into MRI mode due to high impedances on the right t12 lead. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
H6 correction: health effect - impact code 4605 - disruption of subsequent medical procedure was removed as the system is not MRI conditional due to 90 cm lead & MRI is not permitted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue and the right t12 lead exhibited high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.